Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, patient weight and complete event information were not requested due to patient having limited memory of event details and long length of time that has passed since event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03652. It was reported that patient experienced ineffective therapy and ipg was inoperable. As a result, surgical intervention occurred during which the system was explanted. The date of explant is unknown.